Manufacturer narrative:
The purpose of this submission is to provide a correction of manufacture date section. This is based on the result of an internal review. #h4: previous manufacture date: 2021-06-25. Corrected manufacture date: 2015-06-25.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of manufacture date section. This is based on the result of an internal review. #h4: previous manufacture date: 06/01/2015. Corrected manufacture date: 06/25/2015.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light - volista triop. As it was stated customer reported abnormal movement of the double fork mounting hinge. Inspection of the device revealed loosened screws and also damaged grounding bracket. No information about any injury was provided, however, we decided to report this case in abundance of caution as any loosening of the screws could led to detachment of the device and this further may led to serious injury. It was established that when the event occurred, the surgical light did not meet its specification as abnormal movement, loosened screw and damaged grounding screw could be treated as technical deficiency. The device state directly contributed to the reported event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. An abnormal movement between the fork and the vertical support has been detected during the use of the product (abnormal movement between compensation arm and lighthead fork). The investigation was made by the field service technician and he found that one screw out of the three fixing screws was missing. The lighthead can not fall down as it is fixed by the two remaining scews. The yearly preventive maintenance program documented in the technical manual 0175201en01e (page 19-23), mentions to check the stability of the system in all positions. The product has been repaired by the field service technician. To avoid any similar issue the yearly preventive maintenance must be performed according to the manufacturer recommendations. It has been reported that a fixed limit stop and the grounding screw are damaged on a triop volista lighthead. In 2012, mechanical tests carried out on the complete triop volista configuration and the tests were conforming to the standard iec 60601-1-ed. 2 & 3 and ul 60601-1 ed.1 (cre12-120). The limit stop effectiveness of the vertical support was part of these tests. Then the most probable root cause of the black screw location damage is repeating and violent shocks during the use of the device (lighthead rotation). In the technical manual 0175201en01e (page 19-23), it is mentioned to check the effectiveness of limit stops and to achieve the continuity test during the yearly preventive maintenance. The vertical support assembly is no longer available in our spare parts list then the repair is not possible. Therefore, maquet sas recommends the replacement of the operating light configuration.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 21st january 2021 getinge became aware of an issue with one of our surgical light - volista triop. As it was stated customer reported abnormal movement of the double fork mounting hinge. Inspection of the device revealed loosened screws and also damaged grounding bracket. No information about any injury was provided however we decided to report this case in abundance of caution as any loosening of the screws could led to detachment of the device and this further may led to serious injury.